Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, and the light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely that for the additional findings found in the investigation the following led to the malfunction: the rigid tube was dented was caused by a component failure of the rigid tube and the light guide bundle was chipped was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an error occurred with anti-fog function stopped during a therapeutic lung resection. The procedure was completed with same device. There were no reports of patient harm.